Event description:
It was reported that the catheter was placed over a spring wire guide. As the spring wire was being removed, it unravelled and a "piece broke off". A surgical cutdown was performed to retrieve the piece of wire guide. There were no add'l complications.

Event description:
It was reported that the catheter was placed over a spring wire guide. As the spring wire was being removed, it unravelled and a "piece broke off". A surgical cutdown was performed to retrieve the piece of wire guide. There were no additional complications.